Event description:
It was reported that patient experienced Parkinson symptoms and was hospitalized for treatment.

Manufacturer narrative:
E1: Name: (b)(6). Country: United StatesBased on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.